Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The customer changed her infusion sets, but her blood glucose levels were still high. She stopped using the insulin pump and administered injections of lantus and novolog. The product was not returned. Nothing further to report.